Event description:
Pt states while walking they felt a snap to right lower extremity. Underwent right distal femur replacement prosthesis revision in 8/1999. Xray of right femur shows failure of prosthesis at metal/metal site.